Event description:
It was reported that during a follow-up visit, competitive atrial pacing leading to inappropriate automatic mode switch, pacemaker mediated tachycardia, and far p-wave oversensing were observed on the device. Programming changes were made. The patient was asymptomatic and felt well.